Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise and oversensing resulting in untreated episodes. The noise had the appearance of myopotential oversensing. It was noted there was a previous untreated episode for t wave oversensing for this patients bigeminy premature ventricular contractions (pvc). Technical services (ts) recommended in office testing. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that this patient received an inappropriate shock from what appeared to be sinus tachycardia with noise. Ts discussed bringing this patient in for evaluation. The health care professional (hcp) would bring this patient in. No adverse patient effects were reported. Additional information indicates x rays were received for this patient in which ts was going to review. Additional information was received that this patient underwent a defibrillation threshold (dft) test and isometrics in which the sensing looked good. Ts recommended programming options. Additional information was received that additional oversensing of noise resulted in an untreated event. This patient had previously undergone a pocket revision in which the physician used both sutures, and this was the first episode post revision. This patient just had left shoulder surgery therefore had limited arm movement options as this patient was in a sling. The noise was recreated in all 3 vectors. The smart pass feature of this s-ICD had previously been deactivated in alternate vector. Ts recommended extending smart charge to the longest option and to consider an x ray and evaluate this patient again once their shoulder is healed. This s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise and oversensing resulting in untreated episodes. The noise had the appearance of myopotential oversensing. It was noted there was a previous untreated episode for t wave oversensing for this patients bigeminy premature ventricular contractions (pvc). Technical services (ts) recommended in office testing. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that this patient received an inappropriate shock from what appeared to be sinus tachycardia with noise. Ts discussed bringing this patient in for evaluation. The health care professional (hcp) would bring this patient in. No adverse patient effects were reported. Additional information indicates x rays were received for this patient in which ts was going to review. Additional information was received that this patient underwent a defibrillation threshold (dft) test and isometrics in which the sensing looked good. Ts recommended programming options. Additional information was received that additional oversensing of noise resulted in an untreated event. This patient had previously undergone a pocket revision in which the physician used both sutures, and this was the first episode post revision. This patient just had left shoulder surgery therefore had limited arm movement options as this patient was in a sling. The noise was recreated in all 3 vectors. The smart pass feature of this s-ICD had previously been deactivated in alternate vector. Ts recommended extending smart charge to the longest option and to consider an x ray and evaluate this patient again once their shoulder is healed. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that additional noise was occurring when this patient would reach their arm over in the middle of the night. Ts noted the signal amplitude was small. Ts recommended rescreening this patient to see if revising this s-ICD position more posterior and tucking it under the latissimus dorsi would improve things. Ts discussed considering a transvenous device system. It was noted this s-ICD had already been placed more posterior and sub muscular during the last revision. It was noted there was a concern that this patient was manipulating this s-ICD to cause movement of the device. This s-ICD remains implanted and in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise and oversensing resulting in untreated episodes. The noise had the appearance of myopotential oversensing. It was noted there was a previous untreated episode for t wave oversensing for this patients bigeminy premature ventricular contractions (pvc). Technical services (ts) recommended in office testing. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that this patient received an inappropriate shock from what appeared to be sinus tachycardia with noise. Ts discussed bringing this patient in for evaluation. The health care professional (hcp) would bring this patient in. No adverse patient effects were reported. Additional information indicates x rays were received for this patient in which ts was going to review. Additional information was received that this patient underwent a defibrillation threshold (dft) test and isometrics in which the sensing looked good. Ts recommended programming options.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise and oversensing resulting in untreated episodes. The noise had the appearance of myopotential oversensing. It was noted there was a previous untreated episode for t wave oversensing for this patients bigeminy premature ventricular contractions (pvc). Technical services (ts) recommended in office testing. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that this patient received and inappropriate shock from what appeared to be sinus tachycardia with noise. Ts discussed bringing this patient in for evaluation. The health care professional (hcp) would bring this patient in. No adverse patient effects were reported. Additional information indicates x rays were received for this patient in which ts was going to review.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise and oversensing resulting in untreated episodes. The noise had the appearance of myopotential oversensing. It was noted there was a previous untreated episode for t wave oversensing for this patients bigeminy premature ventricular contractions (pvc). Technical services (ts) recommended in office testing. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that this patient received and inappropriate shock from what appeared to be sinus tachycardia with noise. Ts discussed bringing this patient in for evaluation. The health care professional (hcp) would bring this patient in. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise and oversensing resulting in untreated episodes. The noise had the appearance of myopotential oversensing. It was noted there was a previous untreated episode for t wave oversensing for this patients bigeminy premature ventricular contractions (pvc). Technical services (ts) recommended in office testing. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that this patient received an inappropriate shock from what appeared to be sinus tachycardia with noise. Ts discussed bringing this patient in for evaluation. The health care professional (hcp) would bring this patient in. No adverse patient effects were reported. Additional information indicates x rays were received for this patient in which ts was going to review. Additional information was received that this patient underwent a defibrillation threshold (dft) test and isometrics in which the sensing looked good. Ts recommended programming options. Additional information was received that additional oversensing of noise resulted in an untreated event. This patient had previously undergone a pocket revision in which the physician used both sutures, and this was the first episode post revision. This patient just had left shoulder surgery therefore had limited arm movement options as this patient was in a sling. The noise was recreated in all 3 vectors. The smart pass feature of this s-ICD had previously been deactivated in alternate vector. Ts recommended extending smart charge to the longest option and to consider an x ray and evaluate this patient again once their shoulder is healed. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that additional noise was occurring when this patient would reach their arm over in the middle of the night. Ts noted the signal amplitude was small. Ts recommended rescreening this patient to see if revising this s-ICD position more posterior and tucking it under the latissimus dorsi would improve things. Ts discussed considering a transvenous device system. It was noted this s-ICD had already been placed more posterior and sub muscular during the last revision. It was noted there was a concern that this patient was manipulating this s-ICD to cause movement of the device. This s-ICD remains implanted and in service. Additional information was received that this s-ICD was explanted due to a therapy upgrade to an implantable cardioverter defibrillator (ICD).

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.